Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009 to investigate the event. The fse ran a system check which resulted with a substrate rlu mean out of specification. The fse confirmed the substrate contamination with a manual read of the substrate bottle in use. The fse performed decontamination procedure on the instrument and repeated the system check which passed within specifications. The fse ran a lumwash son/inc which resulted within specifications. Also, the fse calibrated accutni and ran the quality controls (qc). The fse verified the repairs per established procedures and results met published performance specifications. Substrate contamination is the root cause for this event. This is two of three separate MDR reports related to three pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-02170, 02173 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for three pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.